Event description:
The customer reported that they received an erroneous result for one patient sample tested for ethanol on a c501 analyzer. The patient was being tested as part of a drug screen. The testing is part of a monthly program for employment conditional to the ethanol results. The patient had been negative for ethanol for the prior 11 months. The sample initially resulted as 28 mg/dl and this result was reported outside of the laboratory as 0.03 g/dl. The patient came back to the customer site for a sample recollection that same day. The new sample resulted as 10 mg/dl accompanied by a data flag. The original sample and new sample were then both repeated with both resulting as 10 mg/dl accompanied by a data flag. It was noted that the original sample was sitting on board the analyzer and open prior to being repeated. The original sample was repeated approximately one and a half hours after being initially run. It was explained to the customer that it was possible for evaporation of the sample to cause lower results. Seven additional repeats were also performed on (B)(6) 2015, but it is not clear if each repeat result was from the original sample or the new sample. A clarification has been requested. All additional repeats resulted as 10 mg/dl accompanied by a data flag. The customer later stated that there was an additional non-opened tube that had been collected from the patient at the same time as the original sample. This sample was tested on (B)(6) 2015 and it resulted as "<test", which means it had a value less than the measuring range of the assay. The patient was not adversely affected. The ethanol reagent lot number was 61628201, with an expiration date of 01/31/2016. The field service representative could not determine a cause. He suspected that the original sample may have been open too long upon repeat. He checked the instrument and ran precision studies.

Manufacturer narrative:
It has been clarified that the original sample was repeated three times on (B)(6) 2015, and each repeat resulted as 10 mg/dl accompanied by a data flag. It has been clarified that the new sample was repeated three times on (B)(6) 2015, and each repeat resulted as 10 mg/dl accompanied by a data flag. Investigations have determined that a general issue with the instrument or reagent is not likely. A specific root cause for the issue could not be determined based on the provided information.